Event description:
Sales representative confirmed that during a shoulder repair, one suture broke and one would not reduce properly. The first anchor that was placed, the suture would not reduce but offered adequate fixation. The second suture broke at the anchor and the anchor was left in place. A third anchor was used without issue. No patient injury or complications resulted.

Manufacturer narrative:
Device is not being returned for evaluation, therefore, no determination could be made for the reported device failure.